Manufacturer narrative:
Article citation: liaboe, chase, and thomas w samuelson. ¿acute iris toxicity following bilateral gel stent implantation with mitomycin-c and intracameral moxifloxacin january consultation #1.¿ journal of cataract and refractive surgery vol. 48,1 (2022): 125. Doi:10.1097/j.jcrs.0000000000000867. No further information is available as reporter has declined additional contact. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Reported events of patient underwent bilateral xen®45 gts implant via ab-externo technique. One month later, patient experienced photophobia, bilateral tonic pupils, and concern for early bleb failure in the left eye. 2 months after placement in the left eye, a bleb revision with a mccannel suture iris cerclage was performed (iris cerclage was not successful). Bilaterally, slitlamp examination noted severe iris stromal atrophy with diffuse transillumination defects. Gonioscopy noted densely layered pigment throughout the inferior angle and trabecular meshwork. Optical coherence tomography of the nerve fiber layer showed thinning inferiorly. Humphrey visual field testing noted dense arcuate. The following events were noted in the article: ¿acute iris toxicity following bilateral gel stent implantation with mitomycin-c and intracameral moxifloxacin january consultation #1.¿ journal of cataract and refractive surgery vol. 48,1 (2022): 125. This is for the left eye.